Manufacturer narrative:
E1: initial reporter phone number: (B)(6). H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100s unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, adapter converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the smoke/haze is the catalytic converter, adapter converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The catalytic converter, adapter converter, oil mist filter and vacuum pump oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® 100s sterilizer for preventative maintenance, an asp field service engineer (fse) discovered a smoke/haze emitting from the oil mist filter. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury. This event is being reported as a malfunction report subsequent to a serious injury.